Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen went blank. It was reported that the pump beeped and vibrated, but had no display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: the display was blank when the pump booted on, but had audio and vibration features. The display screen was observed to be cracked when the pump was opened up.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.